Event description:
Event description guidant/crm received information that this patient's device was recording non-existant vf. The rate sensing portion of the endotak dsp lead was capped due to a fracture. The shocking portion remains active. Another rate sensing lead was implanted without issue.